Event description:
Hearing performance with the device is affected after an 1,5 t MRI. The user is still experiencing distortion and hearing knocking inside her head. It was recommend to do a medical assessment first to evaluate the skull flap and any potential anomalies, but given the extensie troubleshooting done, a failure of the device seems likely.

Manufacturer narrative:
Additional information: according to the information received from the field the reported sound quality issues after the magnet resonance imaging are caused by a loose implant screw. Re-implantation is planned in (B)(6) 2026.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected after an 1,5 t MRI. The user is still experiencing distortion and hearing knocking inside her head. It was recommend to do a medical assessment first to evaluate the skull flap and any potential anomalies, but given the extensie troubleshooting done, a failure of the device seems likely.